Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted with reason unknown. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information indicated that this lead was fractured, and impedance was noted greater than 3000 ohms.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted with reason unknown. This lead was successfully replaced. No additional adverse patient effects were reported.